Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified location of the effluent sample bag had leaked. This was observed after use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.